Event description:
A non-health care professional reported that cutting function of the probe failed, leaving only the aspiration function. In the later stage of the surgery, the cutting function was not required considered product quality issue during the vitrectomy surgery. The surgery was completed but unknown how it was completed. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).